Event description:
The advocate called on behalf of a (B)(6) customer. He stated the customer received a blood glucose reading of 5.0 mmol/l from his contour and a reading of 20 mmol/l from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged as a result of the customer's glucose readings. The advocate was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.